Manufacturer narrative:
This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the impactor pad cracked in half during surgery. Another device was used to complete the surgery.

Manufacturer narrative:
It has been found that this report is a duplicate report of 0001822565-2016-01568. This file will be closed, and investigation further relayed through 0001822565-2016-01568.